Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a difficulty advancing microintroducer sheath is confirmed and was determined to be use-related. Two 5.0f micro introducers with peel apart sheath and one 5.0f peel apart sheath were returned for evaluation. A microscopic observation of the samples revealed the edges of the distal tip of the sheath were buckled and plastically deformed in multiple locations. No splits or tearing was observed in the sheath material. No damage was observed on the distal tip of the dilator. All three samples contained use residue. The location and shape of the damage observed on the sheath tip as well as the usage residue observed on and within the returned sample suggest the microintroducer was damaged during use. Possible contributing factors include insertion angle, excessive force, and patient anatomy. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a difficulty advancing microintroducer sheath is confirmed and was determined to be use-related. Two 5.0 fr micro introducers with peel apart sheaths and one 5.0 fr peel apart sheath were returned for evaluation. A microscopic observation of the samples revealed the edges of the distal tip of each sheath were buckled and plastically deformed in multiple locations. No splits or tearing was observed in the sheath material. No damage was observed on the distal tip of the dilator. All three samples contained use residue. The location and shape of the damage observed on the sheath tips as well as the usage residue observed on and within the returned samples suggest the microintroducer was damaged during use. Possible contributing factors include steep insertion angle, excessive force, and inadequate skin nick. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported when using seldinger technique, it was hard to advance the sheath in. If I encounter difficulty advancing it, we separate the dilator and sheath. Usually dilate skin first, then put it together with the sheath. Despite this trouble shooting, still unable to advance it. It feels softer than the others. As I started pushing harder, it started tearing and bunching, it damaged after peeling away. There was no patient impact, however another PICC kit was opened to continue with the PICC insertion. Other than first aid, no other medical intervention was required. It was reported this occurred with three devices. This report addresses all three devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.